Manufacturer narrative:
UDI - (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during preventative maintenance, it was observed that the motor device would not stop in one direction but would stop in the other direction. It was reported there was no delay in a planned surgical procedure and a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition that the motor device drill body will not stop in one direction and will stop in the other direction. An assessment was performed on the device which found that the device swivel does a full rotation. During repair it was observed that the spiral pin is bent. It was determined that the condition of the bent spiral pin was due to using excessive force on the swivel while handling the device which caused the swivel to make a complete rotation. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.